Event description:
A healthcare worker reported that cidex opa test strips were used for the cidex activated solution for the past two weeks. The worker stated the pts were having diagnostic exams and there were approx 20-30 pts affected.